Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the cap of a onetouch ultrasoft lancing device was loose/falling off. The medical affairs specialist (mas) was unable to contact the pt by telephone on two separate days. The pt indicated that the alleged meter issue started on an unspecified date/time a couple of weeks prior to contacting lfs on the same day. The pt did not take any actions related to diabetes treatment as a result of the alleged meter issue. On an unknown date/time after the alleged meter issue began, the pt claimed that he developed symptoms of fatigue and blurry vision. The pt denied receiving medical intervention from a health care provider and was not tested on another device during the time of concern. It would have been helpful to know the following info: the patient's testing frequency, his medication and diabetes management regimens, what actions the pt took in response to the lancing device issue, and what actions the pt took before and after the symptoms developed. In addition, it would have been helpful to know if the pt attributed the symptoms to high or low blood glucose, what date/ time the symptoms started, and if the pt was still able to test his blood glucose during the time of concern. The lancing device was replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms that can be associated with hyperglycemia after the alleged lancing device issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for evaluation, but has not yet rec'd it. If the lancing device is returned. Lifescan will evaluate it and, if the lancing device does not pass inspection. Lifescan will inform FDA of the results in a supplemental report.